Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one used primary set, model 2420-0500, was received by the customer for investigation. The set was visually inspected, and no obvious defects were observed. The set was then primed and a leak was identified at the lower fitment. With minimal force the tubing and lower fitment separated. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Investigation conclusion: the customer's complaint of leakage was verified. Root cause description: visual inspection under magnification was performed the tubing. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv was found leaking from the "blue cassette" before use. The following information was provided by the initial reporter: "upon putting primed line at bedside, write noted that normal saline bag was 50 % full. Inspected line, leakage noted from blue cassette that goes into pump."